Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention was undertaken wherein the lead was replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life and the paddle lead displayed high impedances. The patient underwent a revision where the ipg and paddle lead were replaced. Difficulty was encountered explanting the paddle lead. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.